Event description:
The customer reported that 0.5 ml of diluent leaked from the lh500 probe when going from primary (closed) to secondary (open) mode. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated

Manufacturer narrative:
The field service engineer (fse) replaced the blood sampling valve (bsv) and the bsv actuator because the shaft was pitted and maybe causing issues with bsv not actuating (rotating) properly. Fse ran reproducibility and adjusted secondary calibration factors; then he ran startup and quality controls (qc) were within normal range and not further leaking was observed. Leaking was resolved by fse changing the bsv and actuator. Upon reoccur, the failure mode identified could potentially generate erroneous results for all parameters, resulting in incorrect segmenting of the blood in the bsv for sample analysis. (B)(4).